Manufacturer narrative:
Patient information not provided/unknown. (B)(4) reporter's name not provided/unknown.

Event description:
It was reported that the implant (fnt413) disengaged from the handpiece connector and fell to the ground during placement. Another implant was placed with the same instrument.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection. The implant shows minimal signs of wear about the threads, collar, and internal drive feature, and the mount is in good condition at the hex connection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The part was functionally tested. The implant was able to engage and retain with a house handpiece connector. No technical deficiency with the returned device was detected. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant mount fell off the handpiece connector during use. The alleged event was non-verifiable with the information provided. The reported handpiece connector was not returned for inspection, and the returned implant functioned as intended with a house mating handpiece connector. A root cause for the complaint could not be determined. Expiration date, UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.